Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to (B)(4) restrictions at reporter¿s institution and (B)(4) regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due instability (recurrent dislocations) and pain. The components were implanted in situ for ~ 0.1 y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised. Additional information provided in the revision op report: ¿¿the comminuted chronic trochanteric fracture was identified, particularly proximally and loss of posterior 40% of the abductors was identified. A retroverted femoral stem was identified, and a neutral somewhat vertical acetabular was identified¿¿

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due instability (recurrent dislocations) and pain. The components were implanted in situ for ~ 0.1 y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised. Additional information provided in the revision op report: "...the comminuted chronic trochantering fracture was identified, particularly proximally and loss of posterior 40% of the abductors was identified. A retroverted femoral stem was identified, and a neutral somewhat vertical acetabular was identified..."